Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert 38 indicating a motor stall on an ilet pump shortly after starting a replacement device; the user restarted the pump and performed a dry supply change without alerts, then changed to all new supplies with guidance and insulin delivery resumed, and blood glucose remained stable at 91. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor events. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.